Event description:
During an arthroscopic procedure, the physician was using a dyonics rf-s whirlwind 90 degree probe. Intraoperative the metal tip of the wand detached while inside the pt portal. The physician completed the procedure with a competitors device; however, a 30-minute surgical delay resulted. Attempts to confirm whether or not the detached fragment was retrieved were unsuccessful. No further pt complications were reported as a result of this event.